Manufacturer narrative:
No medwatch form received from the user facility. All sections on this form completed by the manufacture. Attempts to obtain further info regarding this event were unsuccessful. Investigation: the handpiece was received for evaluation. During testing of this handpiece, it was found to have the potential to operate in the safe mode related to controller failure. An investigation for this failure mode remains in process. Conmed linvatec will continue to monitor this handpiece for failures.

Event description:
The handpiece was returned for service with the report that it would work alone. There was no report of injury or surgical delay associated with this event.